Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "cf06" error message. The user attempted to swap out the monitor to remedy the issue, but the error message continued to occur. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.